Event description:
After completing service for a "no power" issue on another case, the monitor had a rolling image during boot up. Bypassing the image processor allowed proper image displayed. The l2 blinked three times indicating a ram failure on pcb.

Manufacturer narrative:
The ge service rep replaced the image system ips200 and verified the system boot and fluoro function. The system operates as intended.